Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was at a routine shared care clinic visit on (B)(6) 2016 and reported some dark stools. Her routine labs showed a hemoglobin (hgb) of 6.6. Due to her history of previous gastrointestinal (gi) bleeds, the patient was directly admitted to her implanting center . Upon admission, patient's inr was therapeutic at 2.6. All anticoagulation was stopped. She was transfused 2 units packed red blood cells (prbc's) and responded appropriately. On (B)(6), the patient was taken for a push enteroscopy which was negative for any active bleeding. No other interventions were done. The patient passed a heparin challenge over the next few days and was restarted on her anticoagulation regimen of warfarin and aspirin 325mg daily. The patient was discharged home on (B)(6) 2016 with a stable hgb.